Manufacturer narrative:
Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005. Product type: catheter, product ID: 85 90-1, lot# n179297, implanted: (B)(6) 2009. Product type: accessory. (B)(4).

Event description:
It was reported the patient had ¿many issues¿; cerebral palsy (cp) epilepsy and neuropathy. Per the patient, the ¿physicians are rejecting him¿ because he has a device in him. The dentist would not help him because of the pump and artificial knee. The dentist was concerned about the possibility of getting an infection. The patient was on 32 medications. The patient was depressed, ¿in a daze right now¿ and concerned that his wife is going to leave him. The patient said ¿he is going to kill himself.¿ the patient was transferred to the(B)(6). The pump was delivering fentanyl.